Event description:
Customer called to report high bgs. Bgs were treated with manual injection. Troubleshooting was performed. The lead screw rotated accurately, but the insulin did not exit. The pump did not alarm after the self-test was done. When the plunger was pushed manually to prime the plunger insulin exited. The drive nut did not slide freely on the leadscrew in the locked position. No air was present in the line and no leaks were observed.